Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switches on the buttons. The insulin pump had normal operating currents and no unexpected off no power, low battery, or weak battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked display window corner, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming weak battery and the keypad was unresponsive to user inputs. Customer stated they are unable reinitiate insulin delivery and have changed the batteries. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.